Event description:
It was reported that during a procedure using a dyonics rf-s whirlwind 90 degree probe, the patient sustained a minor dermal burn. The burn was treated with gauze after the procedure was completed. There have been no additional patient complications reported as a result of this event.

Manufacturer narrative:
Visual evaluation of the returned device found moderate electrode wear with discoloration on the return cap and around the spacer. Functional assessment of the returned device found that the device performed as intended and saline flowed through-out the suction line without hesitation. The photographic evidence shows that the patient's burn is located on the inside of the arm, suggesting that the suction line or that the secondary source for outflow was positioned incorrectly. The photographic evidence confirms the patient¿s arm has a dermal burn that would be consistent with the user not following the IFU. Additional factors which could have contributed to the reported complaint could be related to inadequate flow and circulation of saline solution or improper suction. Other potential factors are listed in the IFU and devices user manual, which contains precautionary and warnings to adhere to during activation.